Event description:
It was reported that the patient presented with a non-st segment elevation myocardial infarction (nstemi) with 85% stenosis and heavy calcification in the mid right coronary artery (rca) and a total occlusion in the distal rca. A 2.75 x 24 mm unspecified stent did not cross the mid rca lesion. Additional ballooning was performed with an unspecified balloon, during which a perforation occurred. The 3.5 x 16 mm graftmaster stent was advanced to treat the perforation, however, it failed to cross. Another attempt was made to cross the graftmaster stent using a buddy wire, however, the graftmaster stent again failed to cross. Another 3.5 x 16 mm graftmaster stent was able to cross and was implanted to treat the perforation. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted a separated hypotube. Additional information was provided stating that the hypotube separation occurred during use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Cine review noted a heavily calcified rca with a lesion mid-vessel and a total occlusion distally. The images are consistent with inability to position the graftmaster over the perforation; however, there are no images of the shaft separation. Based on analysis of the returned device and the cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.